Event description:
During preparation for a thrombectomy procedure, two penumbra system 5max ace reperfusion catheters were noted to be broken upon opening the package. New products were used to complete the procedure.

Manufacturer narrative:
Device investigation: results: both catheters are fractured approximately 3.5 cm from the hub at the distal end of the proximal strain relief. Conclusions: the complaint has been evaluated. The compliant indicates that the nurse opened the packaging and noticed the catheters were broken. Evaluation of the returned product revealed that both catheters were fractured 3.5 cm from the hub. It is possible that the catheters were removed from the packaging improperly, causing the catheter shaft to kink and break at the end of the proximal strain relief. If the product is mishandled while being removed from the packaging, it is like that damage will occur. The catheters are 100% visually inspected during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2014-00071.